Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with scratch on the enclosure. During analysis, the reported issue was confirmed. It was noted that the main printed circuit board (pcb) was faulty and was the cause of the reported issue. Service replaced the pcb to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system exhibited over temperature at power up. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.